Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mrh left knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a left knee revision. Update per sales rep on (B)(6) 2015: patient was revised for anterior knee pain. Femoral component along with modular mrh implants were removed and reimplanted.

Manufacturer narrative:
The following devices were also listed in this report: sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rd7h101d. Ti dur reg fluted stem 12x80mm; cat# 6478-6-610; lot# t2663. Mrh tibial b/plt keel sml 2; cat# 6481-3-111; lot# ead3r. Ti dur reg fluted stem 10x80mm; cat# 6478-6-600; lot# t1928. Mrhk tib ins 10mm xs/s s1/s2; cat# 6481-3-210; lot# lcn690. Mrhk tibial sleeve; cat# 6481-2-140; lot# ldg944. Mrhk femoral bushing; cat# 6481-2-110; lot# ldf878 qty. 2. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# ldd130. Mrh axle; cat# 6481-2-120; lot# ctd2320. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 043984. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision surgery whereby the mrh femoral component was revised for unspecified reason was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no medical records were received for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: insufficient information was provided for this investigation. It was reported that the patient experienced pain and underwent revision, however the (mechanical) reason for the revision was not specified. Based on the information provided, the exact cause of the event could not be determined. Further information such as x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a definitive root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a left knee revision. Update per sales rep on 7/22/2015: patient was revised for anterior knee pain. Femoral component along with modular mrh implants were removed and reimplanted.